Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited low pacing impedance and oversensing, which was suspected to have been caused by noise. The oversensing resulted in pacing inhibition. The rv lead was capped and replaced on (B)(6) 2025. The patient remained in stable condition.